Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and faded verify screen. Replacing the display screen with a test screen corrected the color/contrast variance. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and faded this report is made based on results of investigation completed on 07/01/2014.